Event description:
Additional information: it was reported that during the pump replacement in (B)(6) 2012 a significant amount of scar tissue over the pump pocket had to be re moved. After the implant, the patient experienced neuropathy over the pump area, ¿couldn¿t even hardly stand up,¿ and wore a binder over the pump site for almost a month and a half after implant. It was reported that when the patient was taking cymbalta orally, the patient became confused. The patient was see a psychiatrist and started taking wellbutrin. The patient then had a grand mal seizure. It was reported that the patient had multiple seizures, but the timeframe for the seizures was not specified. The dye study previously mentioned confirmed that no granulomas were present. After an adjustment in medication, the patient would experience weak legs. In addition to the patient¿s legs going numb, the patient would lose all interest in anything whenever a bolus was given to the patient. During the revision, the surgeon made the patient¿s pump pocket a bit more medial because the pump was hitting the patient¿s crest and was bothersome.

Event description:
It was reported the patient experienced a change in therapy effect. The patient was not reaching efficacy "for some time". The catheter had two visible tears and was leaking. It was near the proximal/distal connection. A revision was performed on (B)(6) 2012. The patient recovered without sequela. The pump was delivering fentanyl.

Event description:
Additional information received reported further revision detail from the healthcare provider's (hcp's) operative report. The date of the procedure was (B)(6) 2012 as previously reported. The preoperative diagnosis was malfunction of intrathecal morphine pump with the postoperative diagnosis being same with fracture of distal catheter. The procedure was reported as a revision and placement of new intrathecal catheter and removal of old one. Following pump placement, the healthcare provider (hcp) noted that patient was doing fairly well however following pump revision the patient continued to have problems with adequate pain control. A workup was carried out which was suggestive of a possible fracture or a problem with the distal catheter. Due to this, it was elected to proceed with exploration and revision of the device. The hcp followed down to the spinous process and exposed an area along the spinous process. Throughout this area, the tissue looked "moist" but the hcp could not define an actual leak. Hcp aspirated the entire drug out of the old catheter and then cut this just at the level of the catheter going below the spinous process. The hcp was then able to take a syringe and put a bit of pressure on the catheter and when that was done, 2 small microscopic holes were easily seen. The holes were very small and just along the level of the spinous process but they clearly appeared to be old. The hcp felt the holes were most likely the cause of the defect with the catheter. The old catheter was tied off and then several purse-string sutures were placed to eliminate any csf leak. This event was also reported under manufacturer report # 3004209178-2012-05545. Any additional information received will be reported under this manufacturer report number (#3004209178-2012-07531). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported the patient had "so many problems" with her pump. The patient had "two implanted four times" and had holes in the catheter both times. There were microscopic holes in the first catheter. It took over a year for it to be found on (B)(6), 2012 when a dye study was performed and they found a huge cloud of medicine coming out. In (B)(6) 2012 a huge hole was discovered in the catheter and she had problems with spilling out to her tissue. The catheter was good for one year and it wasn't "good for another year after that." For the year prior, the patient wasn't getting pain relief and would cry every day. When the pump was replaced it was put in the same pocket as the previous pump. The patient developed neuropathy over the pocket and wore a binder for two months. A "test" was performed but was not indicated what test was done. Every time she turned it up, the patient felt like "coffee spilled on the arches of her feet" the pump was hurting and hitting on her iliac crest and the pain was horrible. The pump was "leaking out" 1 mcg of fentanyl to keep the pump running in case they want to go back.

Manufacturer narrative:
.

Event description:
Additional information received reported the patient¿s healthcare provider (hcp) called her right after ¿the problem¿ happened and wanted to schedule surgery to fix it. It was noted the patient had one catheter that had been cut off because of the holes in it that was the first catheter. It was also reported the patient¿s second catheter would probably need to be cut off as well, but reported that she wasn¿t sure if she ¿wanted any more holes in her spinal canal.¿ it was reported that (B)(6) 2013 the patient¿s dose was reduced in her pump from 33 micrograms (mcg) to 1 mcg because so much of her medication was ¿spilling out.¿ the last time it was spilling out into her system for the longest time ¿like a cloud of medicine when they did the dye test.¿ it was reported it was not the patient¿s fault that both her catheters had holes in them. It was noted the patient was trying to get better, but was still not better. It was also reported the patient had ¿two pumps and problems with both pumps and has had four surgeries for the two pumps.¿ the patient was scared to go back on the pain pump, but the pump was still active. The patient was to see her primary care provider for oral medication. It was noted ¿fentanyl was hard to come off of¿ and it was because of money that the patient could not go to her pump physician.

Manufacturer narrative:
Catheter: model# 8731, serial# (B)(4), implanted: 2005 (B)(6), explanted:unk. Accessory: model# 8551, lot# 61149644, implanted: 20 12-04-10, explanted: unk. (B)(4).

Event description:
Additional information was received. It was reported that the patient was still having concerns with her device, but had not sought further help.

Event description:
Additional information was received and it was reported that after the pump was implanted the patient had to take more oral hydrocodone, so the physician began increasing the pump dosage; the pump dose was ¿aggressively increased¿. The patient started to feel numbness; she could ¿feel the medication go down the back of her legs and it felt like hot coffee on the arches of her feet¿. The patient¿s legs would go numb for about 45 minutes when the pump dose was increased to over 33 mcg. When the dose was increased to 59 mcg the patient was feeling the hot coffee sensation up to her knees. When the pump dosage was around 23 mg the patient only felt the numbness in her butt. The patient did report this to her physician. In approximately (B)(6) 2012, the patient was having increased back pain. The patient had a lot of pain in her stomach; she could not even lay a sheet on her body. On (B)(6) 2012, a CT scan was done and the hcp (healthcare provider) confirmed that the pump was working. The patient felt that she was not getting relief from the pump. The pump was increased by 20%. The patient had a test with fluoroscopy and was then scheduled for a myelogram on (B)(6) 2012. The patient had the myelogram on (B)(6) 2012 and the radiologist reported that there was a leak in the catheter. After the test, the patient was called by the hcp and was told to come in on (B)(6) 2012 to have the dosage decreased. The pump dosage was decreased and a neurosurgeon was consulted. The patient¿s dosage was decreased aggressively from 59 mcg. The neurosurgeon wanted the pump decreased to minimum flow rate in case he had to replace the catheter. The catheter was replaced on (B)(6) 2012. After the catheter was replaced, the patient¿s dose was being titrated back up and it was causing her to have mind issues or thinking difficulties. The patient continued to report these symptoms to her hcp. The patient was not feeling relief from the pump with the dose increases and she had to take more hydrocodone orally. The patient had a golf ball size bulge in her back near the catheter implant site following the catheter replacement. Over the next year, the golf ball size bulge went down. The patient went back to the physician that replaced the catheter. At this appointment, the hcp said that he felt that everything was fine, but some tests were ordered. On (B)(6) 2013 the hcp ordered a dye study. The patient was informed during the test that the catheter was severed. The patient had not had any falls or traumas. The catheter ¿did not last a year; the drug was leaking into her system¿. The pump was decreased to 1 mcg/day and the catheter was supposed to be replaced. The patient was not sure if she wanted the catheter replaced. The patient felt like ¿she was outside of her body when the dosages of her pump meds were being increased and decreased so much¿. The patient cried every day and she did not feel like herself. The patient ¿felt like she was in a lake drowning begging for help; no one believed that she was having issues¿. The patient ¿felt like she wanted to die when her catheter was leaking¿. The patient had gone to the physician¿s office ¿90 times in two years trying to get help¿. The patient ¿ended up checking herself into a place because she was repeating herself over and over again to her family¿. Since these issues with her pump, the patient did not have the desire to get out of bed. The patient was told by a doctor that the frontal part of her brain was not working like it should. The patient was trying to get help for these issues. The patient had to ¿talk herself into getting a shower¿. The patient could no longer plan anything and her family had to help her with her checkbook. The patient was not sure that she could go through another surgery to have the catheter replaced. Additional information was received and it was reported that on (B)(6) 2012, the patient had a single bolus of fentanyl (2.98 mcg over 1 minutes) because the patient was having increased pain. The patient experienced numbness and tingling in her legs and feet. On (B)(6) 2012, a pump dye study and CT scan was done which showed a catheter leak at l2.

Manufacturer narrative:
Product ID 8731, serial # (B)(4), explanted: (B)(6) 2012, product type catheter. (B)(4).